Event description:
On (B)(6) 2013 a female patient underwent an open reduction internal fixation. During the procedure, a drill bit broke. A cannulated screw was being placed and in the process of drilling the screw over the k-wire, the drill tip broke. A fragment was left inside the body of the patient. The fragment was not recovered. It was reported that there was no significant delay to the surgery and that the procedure was successfully completed. No revision was scheduled. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.